Event description:
It was reported that an accunet embolic protection device was unable to be prepared properly; therefore, the device was set aside and not used for the procedure. Another accunet epd was chosen for the procedure. An acculink stent was implanted in a de novo, none-mildly calcified, 75% stenosed, left internal carotid artery and after the removal of the guide catheter the patient began experiencing episodes of hypotension. Common medication, levophed, was given and the hypotension resolved three days later without an adverse patient sequela. The patient was discharged home on (B)(6) 2013. There was no clinically significant delay in the procedure reported and no additional information was provided.

Event description:
Additional information: the patient was discharged home on (B)(6) 2013 and there was a reported prolonged hospitalization.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.